Event description:
Pt reported that, on 3 occasions, while attempting to clear an occlusion error, the device has generated an "end of temporary basal rate" error. They indicated that they did not set a temporary basal rate. Pt's blood glucose was not affected and no treatment was received.